Manufacturer narrative:
(B)(4). Batch # m93c4r. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the titanium tip was broken during surgery. Changed to another one then unknown error code alert screen displayed by generator. Changed to another one to complete surgery. There was no patient consequence reported.